Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported experiencing a loss or change of therapy. Her device was not working and she could not hold her urine. Her symptoms were worse at night. The patient had seen her managing physician several times and was prescribed an oral medication, but it was unsuccessful. The device was on 3.3 volts and she could not feel stimulation. She increased the setting to 3.7 volts and could feel a little stimulation in the rectum and over to the right side. She had been instructed to keep a voiding diary, but had not followed through. She didn't think her symptoms had improved and symptom control was not 50 percent or better since the date of implant, however her doctor did think she had improved. There were no traumas or falls reported that could be related to the issue. No potential event cause or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the health care professional (hcp) reported that the patient was found to have a urinary tract infection (uti) and was treated accordingly. Interrogation and reprogramming were also done to help improve baseline function. The cause of the lack of effect was the uti and suboptimal program.